Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent med(micro endoscopic discectomy) surgery at l3/4 due to lumbar herniation. Intra-op, while setting the flexible arm, the joint of the flexible arm support assembly was broken(idling occurred even when the handle was turned, and the joint was not fixed) and an attempt was made to fix it with the cover cloth tape, but it was unstable. The use of flexible arm assembly was stopped and a combination of a hospital-owned prosthetic fixing frame and a flexible arm had been used. However, fixing of the tubular retractor was not enough and there was a delay of more than 60 mins in overall procedure time. No fragment of the instrument was remaining in the patient. There were no patient symptoms or complications reported as a result of this event.